Manufacturer narrative:
(B)(4). Upon further investigation, the cause of the event was due to an unrelated medical condition; therefore the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. During hospitalization for another indication, the patient contracted peritonitis. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.